Manufacturer narrative:
Device was used for treatment, not diagnosis. The date device returned to manufacturer was documented as nov 27, 2017 in the initial report. The correct date was dec 4, 2017. Device evaluation: during further evaluation, it was determined that the device failed pretest for general condition. Furthermore, it was determined that the lower trigger was displaced and was out of the required angle position, the housing was etched by the customer which means that the coating of the ecu- housing was damaged. Additionally markings in the front plate of the housing were made. The mentioned modification made at the customer site affected the material structure of the outer part due to sterility issues of the product could not be ensured anymore. The device also failed pretest for general condition. The assignable root cause was determined to be due to unauthorized repair. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. However, the assignable root cause was not determined at this time as the evaluation is ongoing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger was jammed, heavy moving and blocked on the small battery drive device. It was noted that the trigger was loose on the device. It was further determined that the device failed pretest for check the triggers and electronic control unit function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.